Event description:
The event is reported as: during a endo-gastric bypass, the jaws of the device snapped off. This is the second of three reports as incident was reported as happening three times. No patient injury reported. No further information available.

Manufacturer narrative:
Sample has been received, but investigation report is not available at time of this report. The results of the investigation are not available at the time of this report. A follow up investigation report will be sent when available.